Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to fail to achieve primary stability. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.

Event description:
It was reported that implant loss of osseointegration during clinical procedure. The doctor attempted to place implant at site # 3 but implant would not torque and made osteotomy slightly larger. Doctor placed a larger sized implant and it torqued. Cover screw was placed and implant was buried to allow healing before it's uncovered. Patient's has type ii bone quality. No bone loss, no granulated tissue around implant and no serious injury to the patient reported. Implant was not placed in previously/simultaneously grafted site and implant site was not infected. There was no abnormality reported for the implant itself or any other circumstances that may have contributed to the implant failure. Current patient status is satisfactory. The patient has no relevant medical or dental pre-existing condition.